Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd needle was not seeded at insertion. The following information was provided by the initial reporter: I have not responded yet but appears they needle was either bent in process or the catheter was not ¿seeded¿ as insertion and advancement thoughts?

Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Bd received one photo of a nexiva unit. The visual inspection of the provided photo discovered the needle towards the tip was bent and piercing through the catheter. There was also media involved indicating that the device had been used. Due to the condition of the sample in the photo, it appeared that complications were encountered during use. No damage associated with the manufacturing process were noted on the nexiva device.

Event description:
It was reported that the unspecified bd needle was not seeded at insertion. The following information was provided by the initial reporter: I have not responded yet but appears they needle was either bent in process or the catheter was not ¿seeded¿ as insertion and advancement thoughts?